Manufacturer narrative:
Patient information was unavailable. Additional information: the lumbar probe was returned to the manufacturer for analysis. Analysis found that there were impact marks at the back end of the instrument causing the reported fit issues. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the instruments were able to be verified and used. It was difficult to use because the tracker would not spin. It was suspected that a spinal handle was used on the instrument causing damage to the collet where it interfaced with the handle. When inserting the damaged piece through the tracker, it would bind up. Additional information was received that this was identified during a procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure type was transforaminal lumbar interbody fusion (tlif). There was no delay or impact to patient outcome.

Manufacturer narrative:
UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the lumbar probe was damaged. There was no patient present when this issue was identified.